Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 or verify excessive no delivery alarm, charge/battery lasts less than expected anomaly and missing segment/partial display anomaly due to blank display.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had no delivery alarm and diminished battery life and screen had become dim. The device will be returned for analysis.